Event description:
It was reported that in the anesthesia work room, the pump continued to administer dopamine "free flow" while the pump was paused and tubing clamped. The tubing appeared to be assembled and positioned correctly. The patient was not involved. There was an unsuccessful attempt to duplicate the problem with distilled water. The pump was paused 4 times at a 999 rate / 12 vtbi, 30-45 seconds in between attempts. There were no excess drips after pause.the pumps had past preventative maintenance inspection. Although requested, no further information has been received.

Manufacturer narrative:
Although requested, patient demographics were not provided by the customer. The customer¿s report of a free flow of dopamine was not confirmed or replicated during laboratory testing. There were no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the anesthesia work room, the pump continued to administer dopamine "free flow" while the pump was paused and tubing clamped. The tubing appeared to be assembled and positioned correctly. The patient was not involved. There was an unsuccessful attempt to duplicate the problem with distilled water. The pump was paused 4 times at a 999 rate / 12 vtbi, 30-45 seconds in between attempts. There were no excess drips after pause. The pumps had past preventative maintenance inspection. Although requested, no further information has been received.